Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 21-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: during investigation, there was a call service 078-0008 alarm in the pump history. During rewind, the pump emitted a call service 078-0008 alarm. Unable to perform steps 21 and 22 due to alarm. The pump was opened and moisture damage found on printed circuit board. The alarm occurred due to moisture damage. Unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.